Event description:
It was reported that during implant, an right ventricular (rv) lead was attempted but not used. It was noted that the lead helix would not extend while under fluoroscopy when in the patient's body. The lead was explanted and replaced using the same sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The analyst noted that the helix extends and retracts smoothly with no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.